Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The pump passed the rewind, basic occlusion, and displacement tests. No motor error alarms were noted. The motor passed the motor test. The following cosmetic damage was also noted: a cracked battery tube thread, a broken belt clip slot, a cracked reservoir tube lip, cracked case near the display window corners, and a cracked display window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to complete the rewind sequence. However, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.